Event description:
A report was received concerning a pt nose injury in mpr system. The event occurred in preparation for thyroid scan with legp collimator. The user lowered the detector head at normal speed, using the hand held controller while pt was lying on bed. Without being noticed by the operator, the detector came in contact to the pt nose. The gantry movement was stopped upon psd activation, but the pt nose was damaged; potentially broken. The scan was stopped and no further scans were made to the pt. System was rechecked by filed engineering for normal spd operation (stop motion upon slight contact by the operator). The system behaved normally and was returned to normal use routines for the same type of scans with other pts.